Event description:
It was reported that the patient presented remotely via (B)(6). Review of transmission revealed under sensing and non-sustained right ventricular oversensing. Programming changes were discussed, but no changes or intervention was performed. The patient condition was stable.